Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited capacitor charge timeout. The device was interrogated on (B)(6) 2017 and confirmed the device issue. The device was explanted on (B)(6) 2018. The patient was in stable condition.

Manufacturer narrative:
Correction: medical device report retraction

Event description:
This report is to retract report 2017-2018-00829 submitted on (B)(4) 2018. This report was erroneously submitted. This device is an investigation device exemption product and is not reportable. All previously submitted information should be superseded to not applicable and null fields.